Manufacturer narrative:
(B)(4). Other devices used: catalog #00111214001, palacos r bone cement, lot #unk. - this bone cement is manufactured at heraeus medical and distributed through (B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00111. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain and swelling. During the revision, the tibial component was found to be grossly loose.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Primary surgical notes were not received. Operative notes from the revision surgery indicate gross loosening of the tibial component. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.